Event description:
Reporter indicated that communication difficulties were experienced with a vns programming system. Troubleshooting ruled out the wand as a source for the communication issues, thus indicating that the communication issues are related to the handheld computer or serial adapter cable. The devices have been received and are currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.